Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported via the danish medicines agency that the patient's ((B)(6)) lead implanted at the t10/t11 vertebral level was partially broken. On (B)(6) 2016 the lead was removed and 2 leads were implanted.